Manufacturer narrative:
Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to a patient serious injury or that the device in this report had malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). Regarding the pump previously reported as having malfunctioned and the patient¿s pain shot up, it was noted that he pump was at elective replacement indicator (eri) and had not malfunctioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl (unknown dose and concentration) via an implanted pump for non-malignant pain, failed back surgery syndrome, and chronic low back pain. It was reported the pump "malfunctioned¿ and the patient¿s pain ¿shot up.¿ it was noted the patient had been scheduled for pump replacement, but that got postponed. The patient had not heard pump alarms at all. The pump replacement was scheduled for (B)(6) 2018, but it was reported, the hcp there, may give the patient fentanyl patches for now since the pump was not working. The event date was the (B)(6) 2018. No further complications were reported/anticipated or expected.